Event description:
Angioseal 8f vascular closure device was inserted into the femoral artery following percutaneous coronary intervention. When device dilator was removed, the remaining sheath fractured into several pieces. Fragment of sheath had to be manually removed from artery. The pt developed a hematoma at femoral site of device malfunction. Manual pressure was held to achieve hemostasis.